Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. 1st adverse event regarding 2011 incontinence and micturition frequency, and (B)(6) 2012 migration of mesh in the bladder with recurring urinary infection and resection of the ulcerous lesion of the bladder and ablation of a calculus were submitted via medwatch 2210968-2019-87414. 2nd adverse event regarding new resection of ulcerous lesion and observing of the mesh migration inside the bladder neck on (B)(6) 2013 and new micro-calcification at the bladder neck on (B)(6) 2014 were submitted via medwatch 2210968-2019-87415.

Event description:
It was reported that the patient underwent a posterior colpo-myoperineorrhaphy procedure on (B)(6) 2003 associated with the mesh implanted under spinal anesthesia. Concurrent procedure was an anterior colporrhaphy with pelvicol prosthesis. In 2011 the patient experienced urge urinary incontinence with urinary losses, diurnal micturition frequency of 2 hours and night, wake up 3 times and leucocyturia. On (B)(6) 2012, migration of the mesh inside the bladder occurred with perforation leading to recurring urinary infection and the resection of the ulcerous lesion of the bladder and ablation of a calculus probably related to a piece of the mesh were performed. In (B)(6) 2012, the patient experienced calcification at the level of bladder neck. On (B)(6) 2013, new resection of ulcerous lesion and observing of the mesh migration inside the bladder neck. Anatomopathology revealed a superficial tumor of the bladder stage pta grade I. The patient had a persistent trouble on the right iliacus fossa. On (B)(6) 2013, no recurrence of the bladder tumor noticed at the cystoscopy and on (B)(6) 2014, a new micro-calcification at the bladder neck noticed by cystoscopy making think to a new migration of the slip. On (B)(6) 2015 the patient was hospitalized due to pelvic pain mainly when sitting and walking. On (B)(6) 2015, the resection of the strip by endoscopic way using a green light laser which erode the bladder, ablation of bladder calcification and resection of little red lesion on the posterior part of the bladder, non malignant, were performed.

Manufacturer narrative:
Method codes: 3331.